Event description:
In 2009, the patient's nurse reported the patient was in a car accident and requested assistance in turning off his insulin infusion device. On follow up with the patient's father, he stated that in 2009 the patient, who was inexperienced at driving an atv, ran into a chicken house and chimney. He stated the patient's blood glucose readings may have been low at the time of the incident as his physician had recently been adjusting the patient's basal rates and he was experiencing more frequent low readings. He said the patient's brother stated that about 1.5 hours after the accident the paramedics measured the patient's blood glucose at 330 mg/dl. He said he did not know if the paramedics had given the patient any treatment or glucose at that point. On further follow up with the patient's father, he stated the patient is still in the hospital and unable to say more than a few words. He stated he is unsure if the patient's infusion device was damaged in the accident. Product was replaced and requested to be returned for evaluation.